Event description:
The account alleged that the head section of the bed will not stay up, it drifts down slowly. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.